Manufacturer narrative:
(B)(4).

Event description:
The customer noticed intermittent questionable results for multiple patient samples with the absence of the typical liquid level detection alarms over the course of several months. Data was only provided for three examples. Patient 1: on (B)(6) 2017 the initial elecsys troponin t stat assay (tnt) result was <0.010 ng/ml with a data flag. The result had a delta check as the previous result had been 0.49 ng/ml. The customer repeated the sample and the result was 0.563 ng/ml. They recollected the sample due to their protocol and the result was 0.532 ng/ml. The erroneous result was not reported. The patient was not adversely affected. Patient 2: on (B)(6) 2017 the initial tnt result was 0.047 ng/ml and was called to the nurse. The previous result for the patient had been <0.010 ng/ml with a data flag and the nurse stated that patient's condition had not changed. The nurse requested the sample be repeated. The repeat result was 0.058 ng/ml. The customer then realized that they needed to calibrate the assay. After calibration, the repeat result was < 0.010 ng/ml. They recollected the sample due to their protocol and the result was <0.010 ng/ml with a data flag. The patient was not treated based on the erroneous result that was reported and the patient was not adversely affected. Patient 3: the specific date of this event was not provided. The initial result with the elecsys hcg + beta test system was 10 or 20 miu/ml. The customer knew that the result could not be correct due to the number of weeks gestation of the patient. The sample was repeated with a dilution and the result was 60,000 to 80,000 miu/ml. The erroneous result was not reported. The patient was not adversely affected. The hcg + beta reagent lot number was 21015105 with an expiration date of 05/31/2018. The troponin t stat reagent lot number was 21415800 with an expiration date of 1/31/2018. The field service representative found there was a fluidics failure. He cleaned, replaced tubing, repaired the anti-static brush, replaced probes, and performed probe adjustments. He ran operational and mechanical checks which passed. The customer verified the quality control results with no further errors.